Event description:
During inflation of cryo ablation catheter for afib ablation procedure, an error message was detected on the console of the cryo ablation machine re: catheter leak. Device was removed from patient without incident. Procedure completed with new cryo ablation catheter without further incident.